Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was damaged to the extension on the right side. It was replaced and the issue resolved. The patient weight was unknown. No further complications were expected as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the healthcare provider (hcp) was doing a revision today. The patient complained that the right side tremor was coming back stronger than the left. When the rep checked the implant prior to surgery, all the electrodes were greater than 40,000 ohms. The hpc used a pocket adapter and tested the impedance and all the contacts were open. They then replaced the extension and connected to the extension to 37603 ins, and all the impedances were found to be in normal range. The left chest implant battery voltage was 2.83 volts. The revision resolved the issue. The rep was to send the ins and extension back for analysis. No further complications were reported as a result of this event.